Event description:
This was a lead extraction case conducted in the hybrid operating room to remove a non-functioning rv lead. The laser initially calibrated in the room. The facility then had to move the machine to the other side of the lab, so the laser was turned off, unplugged, and moved. The laser was plugged in, and set to warm-up. After 5 min, they went to calibrate the catheter, and a service warning came up on the machine. The company was contacted. The laser then indicated a code error 4 (failure to calibrate) and restarting the laser did not clear the code error. The facility was informed that the laser could not be used with the message showing, unless the catheter calibrated. The doctor then cut the lead and prepped it using an lld prior to lasing. A 12fr sls was requested, but the sls could not be calibrated. The lead could not be removed without the laser, so the doctor kept the lld in and turned the device into an aai system, as there was an atrial lead and the patient had sick sinus syndrome. Arrangements were made for service of the laser on (B)(6) 2011, which was completed. The evaluation of the laser found that the beam alignment was out of alignment. This condition can occur if the laser is hit against a solid structure while being moved. Also, the power cord was damaged in a manner consistent with laser movement while power cord was still connected. The patient had the lead successfully removed on (B)(6) 2011, using the laser, and the patient was released from the facility.